Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ('abnormal bleeding (vaginal)') in an adult female patient who had essure (batch no. 959213) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menses irregular, bloating, nausea and hepatic steatosis. Concomitant products included nsaids and paracetamol (acetaminophen). In (B)(6)2012, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). On (B)(6)2012, the patient had essure inserted. In (B)(6)2012, the patient experienced pelvic pain ("physical pain / chronic pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmennorhea, (cramping)"), depression ("psychology injury/ psychological or psychiatric problems condition: depression"), mood swings ("hormonal changes describe: mood swings"), anxiety ("mental anguish") and fatigue ("fatigue,") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the vaginal haemorrhage, pelvic pain, abdominal pain, back pain, dysmenorrhoea, depression, mood swings, anxiety, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, fatigue, menorrhagia, mood swings, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: received treatment for pain, bleeding. Discrepant information about essure confirmation test: in summons reported that bilateral occlusion and in current pfs reported as did not undergo with essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: successfully occluded. ¿concerning the injuries reported in this case, the following ones were confirming- events which are same in pfs & mr.¿ dysmenorrhea, pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jan-2020: pfs received: essure lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ('abnormal bleeding (vaginal)') in an adult female patient who had essure (batch no. 959213) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menses irregular, bloating, nausea and hepatic steatosis. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). In (B)(6) 2012, the patient experienced pelvic pain ("physical pain / chronic pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmennorhea, (cramping)"), depression ("psychology injury/ psychological or psychiatric problems condition: depression"), mood swings ("hormonal changes describe: mood swings"), anxiety ("mental anguish") and fatigue ("fatigue,") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the vaginal haemorrhage, pelvic pain, abdominal pain, back pain, dysmenorrhoea, depression, mood swings, anxiety, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, fatigue, menorrhagia, mood swings, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: received treatment for pain, bleeding. Discrepant information about essure confirmation test: in summons reported that bilateral occlusion and in current pfs reported as did not undergo with essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: successfully occluded. Lot number: 959213 .manufacturing date: 2012-03, expiration date: 2015-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-feb-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ('abnormal bleeding (vaginal)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menses irregular, bloating, nausea and hepatic steatosis. Concomitant products included nsaids and paracetamol (acetaminophen). In (B)(6) 2012, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("physical pain / chronic pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmennorhea, (cramping)"), depression ("psychology injury/ psychological or psychiatric problems condition: depression"), mood swings ("hormonal changes describe: mood swings"), anxiety ("mental anguish") and fatigue ("fatigue,") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (ablation). Essure treatment was ongoing at the time of the report. At the time of the report, the vaginal haemorrhage, pelvic pain, abdominal pain, back pain, dysmenorrhoea, depression, mood swings, anxiety, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, fatigue, menorrhagia, mood swings, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: received treatment for pain, bleeding. Discrepant information about essure confirmation test: in summons reported that bilateral occlusion and in pfs reported as unknown. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: successfully occluded. ¿concerning the injuries reported in this case, the following ones were confirming- events which are same in pfs & mr.¿ dysmenorrhea, pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-oct-2019: new pfs and mr received- case become incident. New events added: hormonal changes describe: mood swings, abnormal bleeding (vaginal), psychological or psychiatric problems condition: depression and mental anguish, fatigue, weight gain.reporters information and concomitant conditions were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.